Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support the patient was started on continuous renal replacement therapy and slow continuous ultrafiltration due to his kidney and liver function getting worse. The impella was pulled back almost 3 centimeters due to echocardiogram revealing the impella being too deep in the ventricle, reportedly this improved the flows.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.